Event description:
The patient had surgery on (B)(6)2010 for an unknown reason. During the surgery, the catheter was "cut" and the patient remained admitted to the hospital. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)